Manufacturer narrative:
The scd express was evaluated and the review showed that the unit had a damaged power cord, with copper wire exposed. From the area in which the damage occurred it is possible this could be related to wear over time from the wrapping procedure of the cord around the bed hook. The cause of the reported condition for the damaged power cord was due to wear from potential wrapping technique overtime. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: system error. No patient involvement. Upon triage on (B)(6) 2017 it was noted by the service tech that there were exposed copper wires.